Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
This pi is for the 2019 revision. Reason for that revision was not provided. The following information has been received from onkos surgical regarding pin 9346: re-revision right knee - single femoral component exchange with a side plate. Medical history: right distal femoral osteosarcoma with dfr in 2002, patella resurfaced 2005, revision of distal femur component in 2019. Ongoing thigh pain 6 months post op. CT spect shows loosening of femur. Please retain tibial component if possible. Proposed surgery date of next revision (B)(6)2025.